Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the fourth firing there was a problem with unloading the device. The reload did not open for the tissue to be released and there was no return of the sheet, the fabric was trapped in the end of the load. A parallel clipping was performed, thus removing the anterior load and extra tissue. The reload also broke off. Another stapler was opened and used to complete the procedure. There was a loss of gastric tissue greater than necessary. The incision was extended for more than 1 inch. The surgical time was extended for 1 hour an 30 minutes.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the fourth firing there was a problem with unloading the device the reload did not open for the tissue to be released. A parallel clipping was performed, thus removing the anterior load and extra tissue. The reload also broke off. Another stapler was opened and used to complete the procedure. There was a loss of gastric tissue greater than necessary. The incision was extended for more than 1 inch.